Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. The rn, called for assistance with a pump shut down. She stated that a loud alarm sounded but she didn¿t see any actual alarms. An alarm history screen did not show any relevant alarms. She was instructed on how to switch over to a new console successfully. She tagged the console for biomed and provided complaint information. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to resolve the issue. The fse replaced the video generator board. The fse performed all functional and safety tests successfully. The unit was cleared for clinical use. The failure analysis and testing dept. Received part number 0670-00-1182 rev. F, serial number (B)(6) with a reported unit failure of the machine cutting off when pumping. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 1 hour with no issues. Fat could not replicate the reported failure of the part. Sending the board to the supplier for failure analysis per procedure. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: sr 25 jul 2024. The fat dept. Received part number 0670-00-1182 video gen. Board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: during the initial ict test, the result was a pass. However, the fct test encountered a touchscreen error. There is suspicion that component u41 might be faulty. Retaining this board in the fat dept. Per procedure.